Manufacturer narrative:
(B)(4). The date of manufacture was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the impactor device collar was stuck in the locked position but was still turning the entire inside of the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event as unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device manufacture date was reported as unknown in the initial medwatch report. This has been updated to sept 26, 2017. UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device had a broken anvil and the anvil and lock collar did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. A CAPA was initiated to address the damaged anvil and lock collar. If additional information should become available, a supplemental medwatch will be submitted accordingly.